Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system while under testing failed therapy monitored volume performance specifications during fill 1.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1 and timing out during drain 1 (failed fill 1 = 830.1 ml (allowable limit 774.0 to 821.0 ml) fluid delivered out of specification, and a timeout during drain 1).the device passed the rite electrical test. The product analysis lab evaluated the device. Accuracy confirmation test was performed and failed. Inspection of the door assembly revealed the piston foam was deteriorated and the piston was cracked. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. Crt revealed the compressor was unable to pressurize the pneumatic system to the specified level. No instances of iipv (increased intra-peritoneal volume) were identified in the device logs. The cause for rite test failure - volumetric accuracy was determined to be deteriorated piston foam and a cracked piston. The device's service history record was reviewed and no issues were identified that may have contributed to the rite accuracy failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.